Event description:
The customer contacted beckman coulter, inc (bci) and reported that erroneously high chlorine (cl) results were generated by the analyzer of the synchron cx5 clinical analyzer. Prior to the event, the qc (quality control) results were within the laboratory's established ranges. The ise (ion-selective electrode) system is calibrated and qc is run routinely every 24 hours. The erroneous high cl results that were generated were noticed by the operator and were not reported out of the laboratory. There was a previous recurrence of this issue. The ise system was re-calibrated and qc run, then the samples were repeated and found to be within the correct range. The repeated results were reported out of the laboratory. The customer provided examples of the erroneously high cl results only (i.e the repeated results were not provided). There was no report of any serious adverse event or injury and there was no effect to patient treatment.

Manufacturer narrative:
A bci fse (field service engineer) replaced and aligned the e-cam tube on the instrument and this resolved the problem, although a clear root cause could not be determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 to (B)(4) 2010 for additional reportable events.